Event description:
It was reported that they experienced high blood glucose level. Blood glucose reading was 27 mmol/l. It was unknown that customer was using auto mode or not. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.